Manufacturer narrative:
(B)(4). Batch # u5ca2v. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with a reload present. The reload was received with the knife not completely within doghouse, unfired and the swing tab in the unlocked position. The device was tested for functionality with the returned reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The swing tab in unlocked position is consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The following information was requested, but not available: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, knife did not advance after several initiations.